Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73e1400447 was confirmed with sample received. During visual inspection was observed: components look well assembled (in good conditions), not stuck clip in jaws. Failure mode unable to load clips was not confirmed with sample received during visual inspection. Functional inspection was performed, as follows: applier was fired and one clip was released, however, clip was not loaded properly in jaws; clip was not fastened in jaws. Then applier was activated newly and one clip was loaded, closed & released properly, a total of 7 remaining clips were testing properly. During the manufacture of the device, the (B)(4) facility performs a 100% performs functional testing (2 clips per each applier) as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted, which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time.

Event description:
Complaint alleges that the inner component is broken, so they are unable to load clips. This was found during a colecistectomia procedure. No clips fell on the patient and there was no harm to the patients. Patient current condition reported, as fine. (B)(4)

Event description:
Complaint alleges that the inner component is broken, so they are unable to load clips. This was found during a cholecystectomy procedure. No clips fell on the patient and there was no harm to the patient. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigations did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.